Event description:
The nurse reported a system message displayed during set up. They could not clear the system message and pulled the system out of surgery. They had to use one system between two rooms which caused a one hour delay in cases. All cases were completed as planned. No patient harm was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the system message reported. The system message was noted in the event log. The fluidics module was replaced as a diagnostic measure and sent for in-house testing. The system was then tested and met all product specifications. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).